Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1st inr = 1.0, 2nd inr = 2.0 (ten mins between tests). Pt's range is 2.0-3.0. No change in medication or diet.

Manufacturer narrative:
Investigation pending.